Manufacturer narrative:
Per comp 414 - initial report. Additional information, including date of explantation, confirmation of the devices explanted, lot codes, operative notes, x-rays and if there is a link between the event and the corin devices, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision due to loosening of the cup. Note 1: the date indicated in section b3 corresponds to the awareness date. The event date need to be confirmed and will be updated in the final report. Note 2: this is a regularization within the framework of a clinical study.

Event description:
Mobilit revision after approximatively 2 weeks due to loosening of the cup note: this is a regularization within the framework of a clinical study.

Manufacturer narrative:
(B)(4)- final report additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing record has been identified and reviewed. The device was manufactured according to specifications at the time of manufacture. The surgeon confirmed that the link between the device and the event is excluded. The root cause is considered as related to patient issue (major osteoporosis). Based on the above, no further investigation can be conducted, corin now consider this case closed. Nb/ the date indicated in section b3 in the intial report corresponded to the awareness date. The event date is updated in this final report as being the revision date. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.